Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted for right otorrhea for repair, insertion of the lumbar drain, and exploration of sphenoid sinus under a neurosurgeon and ent surgeon. On (B)(6) 2020, septoplasty and endoscopy sphenoidotomy were performed and ended uneventfully. The lumbar drain was inserted for continuous monitoring of the cerebrospinal fluid leak. On (B)(6) 2020, the neurosurgeon removed the lumbar drain at the patient's bed side with assistance from a nurse. During removal, the lumbar drain fractured. CT of the lumbar spine showed the fractured end of the retained drain was in the subcutaneous tissue extending into the intra-dural space. There was no intra-thecal hemorrhage. On september 4, 2020, the patient underwent the removal of the fractured lumbar drain. The procedure ended uneventfully. The patient was discharged and was well on (B)(6) 2020.